Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to the patient does not like the sound and the device has caused her pain and hair loss. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced magnet dislodgement during the explant procedure on (B)(6) 2025.